Manufacturer narrative:
(B)(4). Eval: returned empty, broken jaw at bifurcation. The analysis results found that the el5ml device was received with one jaw broken at bifurcation. Evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the clip was not fed into the jaws after about ten firings though the trigger was grasped. After that, the trigger was grasped several times until the orange indicator was shown, but the clip did not come out. Another device was used to complete the case. There were no adverse consequences to the patient.